Event description:
It is reported that the stem would not fully seat in the canal, with some work, it was able to be removed.

Manufacturer narrative:
During trabecular metal humeral and the trabecular metal reserve shoulder procedures, instruments prepare the bone for a tolerance range from slight pressfit to slight clearance. Because these stems have proximal trabecular metal combined with a proximal taper they achieve adequate stability through proximal fixation alone. It has been determined that distal press is not required and that distal press could lead to difficulty seating the implant dependant on bone quality, humeral geometry, and surgeon reaming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the occurrence suggests that the event is related to the issues for which zimmer is implementing corrective action. Reference removal report 1822565-7/26/2010-006-r for additional information regarding the corrective action taken. Device history records indicate all components were manufactured and inspected to specification. Review of the device history records did not find any deviations or anomalies.